Manufacturer narrative:
The tech found that the detent mechanism and the right brake pedals were broken. The tech replaced the detent mechanism and brake pedal to repair the bed.

Event description:
Info received indicates that the brakes will pop out of the brake mode.